Event description:
Reference manufacturer report number: 1627487-2019-07952. It was reported that the patient was not experiencing adequate therapy with their scs system. The patient stopped charging their ipg as a result. In turn, the patient's entire system was explanted and replaced. Therapy was restored post operatively.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.